Event description:
The customer reported the device powered up then shut down. Due to a no power condition. If a loss of power occurs during use it could cause the unit to shut down. No patient involvement / harm.